Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have a detached fragment at the distal tip. A piece measuring approximately 6.13mm x 4.05mm was not returned with the instrument. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted retroperitoneal lateral partial nephrectomy surgical procedure, the 8mm prograsp forceps instrument was broken and could not be returned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the physical damage was located on the portion of the device that enters the patient¿s body. Physical damage was bent grip tips. No patient injury was reported. There was no material missing or detached from the portion of the device that enters the patient's body. There is no other information available. The instrument has already been shipped. The patient information was not available.